Event description:
It was reported that a participant in the ilet experience study experienced a hypoglycemic event, described by the user as "sugar dropped," with cause unclear and no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no reported long-term impairment or hospitalization. Investigation included outreach to obtain additional information and blood glucose details, but further information from the user is pending. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of the event remains undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.